Event description:
It was reported that guidewire entrapment occurred, resulting in an embolism. Additional intervention was required. A 2.1mm jetstream xc atherectomy catheter was selected for an atherectomy procedure to treat an occlusion in the superficial femoral artery. Diagnosis of the occlusion was completed with a p1 and p2 antegrade puncture with a non-boston scientific (bsc) 7 french sheath and probing with a non-bsc wire. Pre-dilatation was performed with a non-bsc percutaneous transluminal angioplasty balloon. Then a non-bsc embolic protection system was put into place. The jetstream xc atherectomy catheter was inserted over the 0.014 inch wire and atherectomy was performed two times with the blades down and one time with the blades up. Suddenly, the jetstream xc atherectomy catheter could no longer be guided forward or backward. Despite efforts, the wire with filter and the catheter had to be removed together. After removal, it was noted that something had embolized. Aspiration and percutaneous transluminal angioplasty were performed, and the procedure was completed. The patient fully recovered after the procedure with no additional complications.